Manufacturer narrative:
Name medtronic minimed entity ID (B)(6) street (B)(6) city (B)(6) state (B)(6) zip code (B)(6) zip four (B)(6) based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
The patient experienced an infusion set issue characterized by insulin flow blockage alerts on (B)(6) 2026, however, the specific cause of the blockage could not be determined. This issue led to elevated blood glucose levels that were managed with self-administered insulin via multiple daily injection therapy.